Event description:
After using visine for contacts, I immediately developed a severe rash around my eyes which also trailed with the eye drop down my face. My throat then proceeded to swell. Upon reporting to medical services, I was treated for anaphylaxis. Two epi pens and a shot of benadryl had to be given to remove symptoms. Dates of use: (B)(6) 2013. Diagnosis or reason for use: contact lens user/dry eyes.